Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation from her scs system. As a result, the patient underwent surgical intervention to explant her scs ipg as the patient plans to have an unrelated fusion procedure. The ipg was properly functioning at the time of explant. The physician elected to leave the lead in place for possible use at a later date if desired.